Manufacturer narrative:
(B)(4)

Event description:
It was reported that the device had overheated during a procedure. The procedure was completed using another device. There was no patient impact or injury.